Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was requested for evaluation but was not returned at the time of this report, therefore the complainant's event could not be verified. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse due to mishandling of the device.

Event description:
It was noticed during an anterior cruciate ligament (acl) surgery. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update swit 29-dec-2021: blades do not fit in the ar-2383 blade holder. Update swit 17-jan-2022: the surgeon used the ar-2385-09 with ar-2383 lot 011711 and lot 012020 and noticed that both ar-2383 does not fit with ar-2385-09.